Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The leak was visually observed outside the dialyzer and the machine did not alarm. Estimated blood loss was 1cc. Cracks or other damages were not noticed on the dialyzer. Treatment was completed and the patient in stable condition. No adverse events or medical intervention required. No product available for return, dialyzer sample was discarded.